Manufacturer narrative:
A visual evaluation found that the guide catheter was detached and missing. The push catheter and pull wire were also found bent 77cm and 86cm from the handle.   The investigation concluded that tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in catheters. With the catheters bound by kinks and bends, the stent would become difficult to deploy. Forcible attempt to deploy the stent could cause detachment of guide catheter, and bends and displacement of the pull wire. Therefore the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed no anomaly was found.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent set was used during a stent deployment procedure in the bile passage performed on (B)(6) 2015. According to the complainant, during the procedure, a slight resistance was encountered by the customer when pulling the guide catheter to release the stent. When the customer continued to pull the guide catheter, it broke and remained inside the stent. The broken guide catheter was successfully removed using forceps and the procedure was completed with the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent set was used during a stent deployment procedure in the bile passage performed on (B)(6) 2015. According to the complainant, during the procedure, a slight resistance was encountered by the customer when pulling the guide catheter to release the stent. When the customer continued to pull the guide catheter, it broke and remained inside the stent. The broken guide catheter was successfully removed using forceps and the procedure was completed with the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.